Manufacturer narrative:
Carefusion has received the complaint device and is currently performing an investigation into the reported issue. A follow up MDR will be sent once the investigation has been completed. (B)(4).

Event description:
The customer reported that during a difficult patient induction the elbow on the circuit kept becoming separated from the heat and moisture exchanger (hme) device. The rest of the circuit performed fine. The customer stated, ¿it is a problem with the hme on the elbow side. The product does not stay attached. Even after twisting a ¼ turn, the product still does not stay connected¿. The patient was thrashing on the table which caused the circuit to disconnect several times. The customer reported no patient injury or harm.

Manufacturer narrative:
Device evaluation summary: samples were received for evaluation. A functional inspection was performed and the units passed the measurement inspections, they were all within specification. The edith 1000 hch filters were submitted to a separate functional inspection with a ring gauge of 15mm and a pin gauge of 15mm and no issues were found. Based on the investigation, a probable root cause could be related to the assembly personnel not following procedure. If the operators do not perform the connection between the elbow p/n r5600mw and edith filter p/n r557055200, following all the necessary steps according to the work instructions, the failure reported may occur. Based on the investigation, a probable root cause could be related to the personnel. For corrective and preventative action, personnel in the related assembly area were retrained on the correct connection method between elbow and edith filter to secure the assembly of the circuit.